Event description:
The test would not start on patient's meter. Medical affairs spoke to the patient. The patient reported no symptoms during the day of the incident. They stated that they only test about twice a month or when they do not feel well. They stated that they began to feel faint and was sweating. Family member attempted to test patient blood sugar but the test would not start. The patient took two sugar pills and family member called the paramedics. When the paramedic arrived they tested patient's blood glucose on their meter and the result was 59 mg/dl. They treated with glucose but did not go to the hospital. The issue was not resolved with troubleshooting. No further information has been reported.